Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow. Block g2: block b5 has been corrected. Block h11: the returned dreamtome rx 44 was analyzed, and visual inspection found that the working length was bent at distal section. Functional test was performed; the device was actuated and was able to bow and unbow inside and outside of the scope. The guidewire was found in good condition. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire failure to release bow (unbow) was not confirmed. The working length of the returned device was found bent at distal section, this problem could be caused by operational factors, the used technique for the device manipulation, by the interaction between the device and a hard surface or after actuating the device several times. Based on all gathered information, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the procedure, the dreamtome rx 44 remained bent and did not unbow properly. Impossible to straighten the tome. It was reported that the procedure was completed with another autotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered. Information received on december 23, 2025: it was reported that the procedure was completed with a non-boston scientific corporation (bsc) device and the anatomy location involved was duodenum, in front of papilla.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat gallstones performed on (B)(6) 2025. During the procedure, the dreamtome rx 44 remained bent and did not unbow properly. Impossible to straighten the tome. It was reported that the procedure was completed with another autotome device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire was unable to release the bow.